Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the seven bands were stuck together, and it could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the espophagus during an esophageal variceal ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the seven bands were stuck together, and it could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the handle assembly was returned. It was observed that the handle had marks of trip wire indicating that it was secured and the returned suture had seven knots. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis on the returned component, the handle had marks of the trip wire indicating that it was secured. And the suture was returned with seven knots. Based on the limited information available, it did not identify any evidence of either the alleged problem(s). In addition, without proper evaluation of the device, the most probable cause that contributed to the event remains unknown. Therefore, the most probable root cause of this complaint is cause not established.